Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has received a vessel sealer extend (vse) instrument for failure analysis; however, the evaluation has not been completed. A review of the advanced log review type for the vse instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) pmi. The following additional information was provided: logs show that the first vse instrument was installed 1 time and passed homing 1 time. Qty 1 cut complete event was noted. E100 logs show only qty 1 seal event. The instrument was only used for 1 minute 45 seconds. The second instrument was installed 2 times and passed homing 2 times. Qty 233 cut complete events were noted. E100 logs show qty 2 coag and qty 243 seal events with no errors. The instrument was used for about 1 hour 40 minutes. Logs show qty 1 e-100 error "e-100 error: recoverable error: instrument high initial starting impedance (p1: 0x10000003)".

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the vessel sealer extend (vse) instrument caused a liver injury. The vse was not articulating properly; it then became stuck at an angled position and then articulated on its own, causing an injury to the liver. A new vse instrument was opened and the procedure was completed without any further complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received. On 29-may-2025, intuitive surgical, inc. (Isi) received (B)(4) stating: instrument was not articulating correctly and then was not responsive while being stuck in an angled position then articulated on its own and caused a liver injury.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. Failure analysis did not confirm the reported event. A visual inspection displayed no signs of physical damage. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.